Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3. When steering the clip delivery system towards the valve, fluid was noted to be squeezing out of the side of the delivery catheter handle at the seam. No air entered the device or anatomy. A replacement ws used to complete the procedure, reducing tr to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported dc handle leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the dc handle leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.